Event description:
A nurse reported that the probe was unable to cut and aspirate the vitreous body normally during the vitrectomy surgery, which affected the procedure and caused an inability to perform the surgery as intended. The procedure was completed on the same day by replacing the product with a new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).